Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that after cleaning and disinfecting the gastrointestinal videoscope, white water scale remained on the right/left knob of the scope. The issue was found during maintenance service. There were no reports of patient or user harm associated with this event.